Manufacturer narrative:
H.6. Investigation findings for analysis of production records: code c21 updated to code c19 h.6. Investigation findings for analysis of production records: code c19 the review of the manufacturing paperwork verified that the lots involved in this event met all pre-release specifications. H.6. Investigation findings for testing of actual/suspected device: code c21 remains unchanged. H.6. Investigation conclusions: code d16 remains unchanged.

Event description:
On (B)(6) 2019, the patient underwent endovascular treatment of a 55mm abdominal aortic aneurysm using a gore® excluder® conformable aaa endoprosthesis and gore® excluder® aaa contralateral leg components in the aaa1303 excc pivotal study. The patient tolerated the procedure. On (B)(6) 2021, CT imaging revealed that the maximum diameter of the aneurysm/lesion was 61mm. On (B)(6) 2022, CT imaging revealed that the maximum diameter of the aneurysm/lesion was 66mm. A type ii endoleak was observed. No treatment was performed and the patient was monitored. On (B)(6) 2023, CT imaging revealed that the maximum diameter of the aneurysm/lesion was 66mm. On (B)(6) 2023, CT imaging revealed that the maximum diameter of the aneurysm/lesion was 70mm. On (B)(6) 2024, CT imaging revealed that the maximum diameter of the aneurysm/lesion was 73mm. On (B)(6) 2024, CT imaging revealed that the maximum diameter of the aneurysm/lesion was 84mm. On (B)(6) 2024, the subject presented to the facility for follow-up. It was reported that, due to the continued aneurysm enlargement, a conversion to open repair will be performed. The procedure is scheduled for (B)(6) 2024.

Manufacturer narrative:
Additional devices included on this report are as follows: catalog #cxt281416c/ serial (B)(6) / UDI (B)(4) which is captured in manufacturer report #3007284313-2024-03519. Catalog #plc271200/ serial (B)(6)/ UDI (B)(4) as a component of the same system. Catalog #plc271400/ serial (B)(6) / UDI (B)(4) as a component of the same system. W. L. Gore & associates, inc. (Gore) is submitting this report to comply with 21 c.f.r. Part 803, the medical device reporting regulation. This report is based upon information obtained by gore, which the company may not have been able to fully investigate or verify prior to the date the report was required by the FDA. Blank fields present on this report include required fields and fields determined to be not applicable. Blank required fields indicate that the information was not provided, was deemed unavailable or was not applicable. This report does not constitute an admission or a conclusion by FDA, gore, or its associates that the device, gore or its associates caused or contributed to the event described in the report. In particular, this report does not constitute a legal admission by anyone that the product described in this report has any defects or has malfunctioned, as defined from a legal standpoint. These words are included in the report and are fixed items for selection created by the FDA, to categorize the type of event solely for the purpose of reporting pursuant to part 803. This statement should be included with any information or report disclosed to the public under the freedom of information act.

Manufacturer narrative:
H.6. Type of investigation: code b01 updated to code b20. H.6. Investigation findings for testing of actual/suspected device: code c21 updated to code c20. H.6. Investigation findings for testing of actual/suspected device: code c20 - additional information was received that the contralateral leg component(s) remained implanted. The cxt281416c (manufacturer report #3007284313-2024-03519) was the only explanted device, and the only device involved in the reported event. As the contralateral leg component(s) remain implanted, no testing of the actual/suspected device was possible and, therefore, no findings were available. H.6. Type of investigation: code b13 added. H.6. Investigation findings for communication/interviews: code c19 added. H.6. Investigation findings for communication/interviews: code c19 - additional information was received that the contralateral leg component(s) remained implanted. The cxt281416c (manufacturer report #3007284313-2024-03519) was the only explanted device, and the only device involved in the reported event. As there are no allegations of deficiency against the gore® excluder® aaa contralateral leg component(s), as the device remains implanted, and as the device was not involved in the cxt explant, bypass, and subsequent patient outcomes, this information does not meet the definition of a complaint or a reportable event per the worldwide regulatory reporting guidelines for this device and this medwatch will be retracted. H.6. Investigation conclusions: code d16 updated to code d14.